Manufacturer narrative:
Seven 139112 were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that all seven devices exhibited signs of an angled seal. The devices were dye leak tested. Testing found that all devices failed dye leak testing and the sterile barrier was breached. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 65 complaints, regarding 202 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic -these devices fail the inspection herein. Safety: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts -damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139112, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.